Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a sphincterotomy procedure performed on (B)(6) 2010. According to the complainant, during the energization of the stonetome stone removal device the cutting wire tore; however, no part of the cut wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a sphincterotomy procedure performed on (B)(6), 2010. According to the complainant, during the energization of the stonetome stone removal device the cutting wire tore; however, no part of the cut wire fell into the patient. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 16 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire was broken. The most probable root cause of the broken wire is operational context; likely due to the procedural factors and/or generator settings used during the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.